Event description:
Pt had a pfo closure on (B)(6) 2011 completed at (B)(6). The surgeon could not use sternal wire for closure due to nickel allergy, and close to use sternal plates. On an unk date, pt presented at (B)(6), complaining of pain and bulkiness of the plates. Pt asked to have the hardware removed. Surgeon returned pt to the operating room and removed 5 plates and 25 screws on (B)(6) 2012. Sternum is reportedly fused and no more treatment is anticipated. This is 19 of 30 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.